Event description:
Patient¿s mom, (B)(6), spontaneously called in to report that she noticed that on 2 occasions the patient¿s cadd ext set tubing was leaking where it connects to the cadd legacy pump. She stated it¿s not a large leak, just moist. Possibly the size of a raindrop. The patient hasn¿t missed any doses or had any side effects due to the leak. Had to change her cassette early; she provided lot #3675083. No further information reported. Indications: primary pulmonary hypertension, cor pulmonale (chronic). Reported to (B)(6) by patient/caregiver. Dose or amount: 60ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: 127.0.127.81. Strength: #21710624.